Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse stated that the customer originally reported rocker bed not advancing errors. The fse inspected the instrument and found restrictor tubing with a pin hole in it at pinch valve (vl46b) and fluid was sprayed onto the rocker bed. The fse replaced the tubing at vl46b to resolve both, the leak and bed not advance message. Failure mode was attributed to a hole in tubing at pinch valve (vl46b). However, as a result of the leak, the rocker bed was sprayed with fluid and the instrument generated bed not advance message alerting customer to an instrument issue. (B)(4).

Event description:
The customer reported to beckman coulter (bec) that the coulter lh 750 hematology analyzer was giving bed not advance message. The operator was wearing personal protection equipment (ppe), including a laboratory coat and gloves at the time of the event. There was no biohazard exposure to mucous membranes or open wounds. There was no impact to patient results. No erroneous results were generated as a result of this event. There was no death or injury associated with this event, and there was no change to patient treatment.